Manufacturer narrative:
A leak was observed in the exposed portion of the soft cannula. It could not be determined when or how the damage to the soft cannula occurred or if the damage contributed to the reported failure to deliver insulin. No timeouts or drive stalls were seen in the device data which would indicate a failure to deliver insulin. No other damages were found on the device. The cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached under 300 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment, pod was removed and a new pod was applied.